Event description:
It was reported that the patient experienced syncope. Device interrogation showed patient alert for high impedance, greater than 3000 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient outcome was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found, full lead returned and analyzed.